Manufacturer narrative:
Awaiting device return. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Related product batch/lot: 0008939733, related product family: starter, material number: m001491561, returned product expected: yes. Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event: the guidewire got stuck. When did it occur? During catheter manipulation in ripv. What type of guidewire was used? Starter guide wire. If the guidewire is a bsc device, what is the lot or j-pos number? 8939733. Was a new guidewire used to continue the procedure, or was the same guidewire used? A new guidewire was used. Was the guidewire able to be removed as usual? It got stuck and could not be removed. Was there any resistance during the manipulation of the guidewire? Yes, resistance was felt. Was the guidewire inserted and removed from the catheter several times? Yes, it was. What was the act at the time the stuck occurred? Unknown. What are the details of the events leading up to the occurrences? During repeated catheter deployment in the ripv, the guidewire got stuck and could not be moved. The catheter and guidewire were replaced, and the procedure was completed successfully. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Resolution: different device used (same model), where did event occur: inside the patient, patient outcome: no patient injury, event date: 2025-10-21, procedure date: on (B)(6) 2025, country of event: japan.

Event description:
Related product batch/lot: 0008939733. Related product family: starter. Material number: m001491561. Returned product expected: yes. Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event: the guidewire got stuck. When did it occur? During catheter manipulation in ripv. What type of guidewire was used, starter guide wire. If the guidewire is a bsc device, what is the lot or j-pos number? 8939733. Was a new guidewire used to continue the procedure, or was the same guidewire used? A new guidewire was used. Was the guidewire able to be removed as usual? It got stuck and could not be removed. Was there any resistance during the manipulation of the guidewire? Yes, resistance was felt. Was the guidewire inserted and removed from the catheter several times? Yes, it was. What was the act at the time the stuck occurred? Unknown. What are the details of the events leading up to the occurrences? During repeated catheter deployment in the ripv, the guidewire got stuck and could not be moved. The catheter and guidewire were replaced, and the procedure was completed successfully. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Resolution: different device used (same model). Where did event occur: inside the patient. Patient outcome: no patient injury. Event date: 2025-10-21. Procedure date: (B)(6) 2025. Country of event: japan.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The customer returned one guidewire, a visual and microscopic examination of the returned product was completed, and the following features were observed: - this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. - the guidewire returned fractured at the distal end. The distal tip was not present upon return and there was overstretched coil along the length of the guidewire. Analysis of the fracture site suggests that the coil may have been sheared by a sharp instrument during removal of the distal tip. - there was 2.9cm of the core and 3.7cm of the ribbon protruding from the coil. The ribbon was protruding at 174.9cm from the proximal weld and the core was protruding at 174.3cm from the proximal weld. - there was a bend on the core at approximately 0.5cm from the ball weld and a kink on the ribbon at approximately 0.7cm from the ribbon fracture point. - there was evidence of necking at the ribbon fracture point, suggesting that this fracture is due to tensile overload. - no anomalies were observed to indicate a manufacturing issue with the proximal weld. One wrap at the proximal weld was pulled away from the weld. The proximal weld was intact. - no other damaged was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: advancing issue" however upon inspection the classification as analysed was determined to be "damaged: fracture/shear". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.